Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted on 17-jul-2020. This supplemental emdr was submitted due to the omission of the date of implant that was alleged in the legal claim. Updated fields - b4, b5 (event description), d6 (date of implant), g4, g7, h2 and h10. This supplemental emdr represents the bard soft mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol phasix mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard soft mesh and bard/davol phasix on (B)(6) 2012 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum: due to the non-availability of the phasix in the year 2012, the date of implant of bard soft mesh was identified as (B)(6) 2012 and the date of implant of phasix was identified as (B)(6)2017.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard soft mesh (device #1). An additional emdr was submitted to represent the bard/davol phasix mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard soft mesh and bard/davol phasix on (B)(6) 2012 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.